Event description:
It was reported that the device experienced a channel error message. Facility biomed replaced the upper pressure sensor. There was no report of patient involvement.

Manufacturer narrative:
Additional information added to: revised b5 to add missing information that was initially reported by the customer. Patient code to revise to no patient involvement.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Were requested but not provided.

Event description:
It was reported that the device was giving a channel error message. No adverse consequences to patient were reported.